Event description:
A malfunction on the customer's pump was reported, occurring on august 10, 2025, without any notable preceding events. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support resolved the situation by arranging a replacement pump and providing instructions for returning the faulty pump. The customer planned to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery.